Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's family member reported that the customer was hospitalized with a low blood glucose of 20 mg/dl. The customer was put on manual injection in the hospital until the appointment with the endocrinologist. The drive support cap appeared normal and recessed. The family member was unsure of the most recent set change. It was also reported that the customer had high blood glucose above 400 mg/dl before the low blood glucose events occurred. It was reported that someone at the hospital adjusted the insulin pump settings and that the adjustment was not done by the endocrinologist. The insulin pump passed all the checks and the settings would be changed at the doctor's visit.